Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "nurse received a shock while unplugging a power cord. Kindly acknowledge if human harm caused. Please provide full details about the injury. No. Please determine the power supply catalog number, for example: 15072-000-0005, 15072-000-0007, 15072-000-0009 or 05020-150-0160. (The number appears on the power supply cord label.) Power supply disposed of. Please provide the power supply lot number (appears on the power supply cord label).n/a. Has the power supply been used before this event? Did it function properly? Yes. Is there any visible damage to the device? Please send us a photo if possible .yes, the charger was broken in half along molding seam. "